Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump subsequently shut off. The customer¿s blood glucose (bg) was high, via continuous glucose monitor reading. Bg was addressed with a manual injection. The customer reverted to an alternate method of insulin therapy. During troubleshooting with tandem technical support, it was determined that the pump battery was depleting as expected based on the customer¿s usage, as the bluetooth setting was turned on while the mobile app was not in use. Reportedly, turning off the bluetooth setting resolved the issue.